Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A non-csi filter was used with a viperwire guide wire. The filter could not be pulled back into the retrieval device. During removal of the filter and wire together, the tip of the viperwire fractured. A stent was deployed over the fragment. The patient was well following the procedure.